Event description:
Using robotic harmonic scalpel during robotically assisted thymectomy. Robotic harmonic scalpel includes reusable hand piece, reusable robotic sleeve, and disposable harmonic blade insert. After the surgeon began to use the insert, one of the jaws broke off.